Event description:
Customer reported that she had to call the paramedics and was hospitalized due to high blood glucose of 500 mg/dl. Customer complained about having experienced diabetic ketoacidosis. The symptoms were vomiting, shortness of breath and tightness around her neck. Customer was wearing the insulin pump at the time of the event. She was treated in the hospital and discharged two days later. Current blood glucose reading is 130 mg/dl . No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.